Event description:
Under infusion of medication. The pump had alarmed for the "check clutch" sensor. Pump was reset and the syringe marked for volume measurement. Two hours later, another "check clutch" alarm was noted and no volume had infused since the last alarm.